Manufacturer narrative:
(B)(4).the sample has been discarded after use and is not available for evaluation. No further information is available at this time. A follow-up report will be submitted upon the completion of baxter's quality review.

Manufacturer narrative:
(B)(4). The reported condition was not confirmed. A batch review was not performed as lot information is unknown. Based on the information gathered during baxter's investigation, the root cause of the reported condition was not determined. Similar reports have been received for the reported condition. The root cause investigation is in progress through renq-CAPA-(B)(4).

Event description:
A home patient (hp) contacted baxter's global technical services (gts) regarding a check heater line alarm that occurred on the homechoice (hc) unit during fill 1. The technical service representative (tsr) assisted the hp to pull the lines up and down, to move the drain line, to ensure no kinks were in the tubing, and to turn the heater bags over. The hp stated there were air bubbles in the tubing between the luer and frangible. The hp confirmed she had moved the line and broke the frangible; however, the error returned. The tsr assisted the hp to end the therapy and advised to start over using new supplies. No further information is available at this time.